Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards learned this device was explanted after approximately 9 years due to stenosis due to degeneration. The device is not available for return because it was discarded. No other details provided.

Manufacturer narrative:
Method: device not returned. Through follow up with the health care provider, it was learned the device was explanted due to stenosis. No additional patient or device information has been provided. Therefore, patient status remains unknown. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at explant or the event surrounding the explant were unsuccessful. The device is not available for return and evaluation because it was discarded by the hospital; therefore, the root cause for explant of this device remains cannot be determined.